Event description:
A customer observed imprecise phyt pt and qc results on the vitros 950 system. Results have been reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.